Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high to over 600 mg/dl. The customer treated with a manual injection and at the time of the call, the blood glucose reading was 491 mg/dl. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The basal rates were programmed accurately and the time and date were correct. The blood glucose was brought down to 137 mg/dl and no further troubleshooting was done. The customer was advised to follow up with a health care professional regarding the high blood glucose. The insulin pump was not replaced or returned for analysis.